Manufacturer narrative:
The device was returned to the MFR for evaluation. The evaluation revealed a squeezed fan cable with broken insulation. A broken ic on board pc 1623, and a loose grounding spring. The device was repaired and functioned within specifications. It will be returned to service.

Event description:
Respirator lost control of everything at the same time without any reasons. Problem reported twice. Example of loss of control: alarms beeping, no constant reading flashing on different displays, bar graphs full of unstable bars, very fast inspirations and expiration valve opening, flickering overpressure valve, flashing diodes on control panel.